Event description:
The pump was explanted after 26 months and replaced with a constant flow pump. The hcp reported that the patient was experiencing "decreasing pain with increasing dose"; increased dose and bolus. An x-ray of the catheter was performed; date and results are unknown. The "physician suspects meperidine collecting on pump mechanics". The hcp reported that the "patient was doing fine" post pump replacement.